Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode replacement.

Event description:
Related manufacturing ref: 3005334138-2019-00003, 3008452825-2019-00001, 3005334138-2019-00004, 3008452825-2019-00002. During an atrial fibrillation procedure, a pericardial effusion occurred. The spiral catheter was used to create the geometry but the geometry did not appear correct. An echogram revealed a pericardial effusion on the posterior wall. No ablation had been carried out prior to the effusion. A pericardial drain was used to stabilize the patient. There were no performance issues with any abbott device.